Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An operating room material manager reported that during an intraocular lens (iol) implant procedure, a complete 180 degree zonular dehiscence with instability of the capsular bag was observed when the iol was placed in the eye. Therefore, the iol was removed and replace with a different lens model. The procedure was completed. According to the material manager "I do not see any complications from the lens". Additional information has been requested.